Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. Siemens reviewed the calibration data and found the co2 calibration shifted from -7.96 to -171.27. This is an indicator of poor water quality. The customer also incorrectly placed the pro-gard on the instrument water purification module (wpm) rather than installing the q-gard on (B)(6) 2019. The error was corrected, and the instrument was recalibrated. The customer verified the correct placement of the pro-gard and q-gard. The wpm tank was flushed two times and the instrument was re-calibrated. Patient samples were run and there were no further issues. The cause of the discordant co2 results was potentially due to customer's use error with the installation of the pro-gard and q-gard. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated and falsely depressed carbon dioxide (co2) results were obtained on patient samples on a dimension vista 1500 instrument. Two of the initial elevated results were reported to the physician(s) and were questioned. The samples were repeated on an alternate dimension vista instrument. The repeat results were reported to the physician(s) as the correct results. There are no reports of patient intervention or adverse health consequences due to the discordant co2 results.